Event description:
The complainant alleged that while attempting to defibrillate a pt, age and gender unknown, the device appeared to not discharge because the clinician did not see the body "jump". The complainant was able to obtain another device and the same thing happened again. The customers' biomed was unable to duplicate the reported malfunction. The complainant indicated the pt expired but not as a result of the reported malfunction.